Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5090205. The lot was manufactured between march 29, 2019 and march 31, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking where the bag was spiked. This occurred during product preparation, prior to patient use. There was no patient involvement. No additional information is available.